Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Multiple led segments did not illuminate when the device was powered on, due to r33 resistor failure on the user interface circuit board. During evaluation the device passed all functional testing. The device passed manual and preset simulation testing providing accurate measurements. No product performance issue were identified related to spo2 and pulse rate. The device was found to visually and audibly alarm during alarm limits breach. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the lcd lights are going out, some are not working and during testing the o2% does not seem accurate. No patient impact or consequences were reported.